Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 102 mg/dl, 105 mg/dl (aviva system 1) and 298 mg/dl, 110 mg/dl, 130 mg/dl, and 119 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. Reference medwatch with, patient identifier (B)(6) for the aviva system 2.